Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 34 mg/dl and 264 mg/dl from the sensor at the time of the incident. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer gets a lot of lows and highs of about 392 mg/dl as well. Customer reported sensor glucose versus blood glucose differences, sensor errors, and calibration issues. The sensor will not be returned for analysis.